Event description:
A continuous cycling peritoneal dialysis (ccpd) nurse called tech support and stated that on (B)(6) 2014 while the pt was in treatment, the pt experienced left arm pain before a myocardial infarction and a seizure. She continued saying that the pt had two more myocardial infarctions while in the ambulance on the way to the hosp and noted that the pd had a history of having seizures. The pt passed away on (B)(6) 2015 after she was taken off the ventilator. Upon f/u with the pt's pd nurse, she confirmed that the pt did experience a myocardial infarction during treatment on (B)(6) 2014 and subsequently expired. She added that this heart issue is an ongoing chronic problem which is unrelated to the pd therapy and any fresenius product. The sole reason the pt was with the pd program was because her injection fraction (if) was too low to support hemodialysis. While in the hosp, the pt was assisted with life support systems until a family decision was reached how to proceed. The pt did not dialyze in the hosp, it was decided to remove the pt from life support at which time she subsequently expired, (B)(6) 2015. Pt medical records were requested, but not yet received.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical dept is in the process of requesting add'l relevant pt medical records and treatment data regarding the reported event and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported info and the plant's investigation.